Manufacturer narrative:
The ge service rep conducted an on site investigation. The hard drive was reformatted and the collimator was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a iris potentiometer error message. No pt injury was reported.